Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during centrifugation with 3 bd vacutainer® sst¿ blood collection tubes the stopper popped off the tube. Patient was recollected. This is the 2nd of 2 occurrences. The following information was provided by the initial reporter: customer is reporting that the top of tube of item 367986, lot# 2236549 popped off during centrifugation.